Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device was unable to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and associated multi-function cable and the reported malfunction was not replicated or confirmed. The device and multi-function cable were put through extensive testing without duplicating the malfunction. Review of the device activity log indicates that the device was being charged during a defib lead fault condition. The event electrodes or ECG accessories were not returned for evaluation. The device was recertified and returned to the customer. No trend is associated with reports of this type.